Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the inflatable penile prosthesis (ipp) would not deflate on one side. All components were removed and replaced, impending bilateral distal erosion and aneurysm in left cylinder. No further complications were reported in relation to this event.